Manufacturer narrative:
This report is submitted 11 november 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to vestibular neuronitis.